Event description:
Customer stated that he rec'd 2 code keys in a box of glucose strips and neither code matched the glucose strip code. Unable to test with glucose strips. A request was made for the return of the suspect device and replacement product was sent.